Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a fluid leak from the catheter handle occurred. While ablating a leak was noted from the catheter. The catheter was exchanged and the procedure was continued. There were no adverse patient consequences.

Manufacturer narrative:
One therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter shaft was received wrapped tightly in a coil around the handle, causing bends in the catheter shaft. The catheter was unable to be primed due to saline leaking through the catheter handle. Further investigation revealed the fluid lumen was kinked and broken within the strain relief, consistent with the reported leak. Due to the received condition of the device, the broken fluid lumen could not be conclusively attributed to the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported leak could not be conclusively determined.